Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handle was broken after the sterilization cycle. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A straight universal handle was returned. Visual inspection identified that the blue plastic handle was fractured. The fracture runs circumferential to the shaft and through the dowel pin hole. Review of the device history records and receiving inspection report for reported component identified no deviations or anomalies that could contribute to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.